Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomed. The biomed indicated that the ECG waveform is "bouncing around) and giving high and low heart rates, while the spo2 hr is staying constant. The multi-measurement server, lead set and trunk cable have all been replaced, but the issue continues. The call was transferred to a philips remote clinical application specialist (cas). The cas informed the biomed that the philips st/ar arrhythmia application note explains: ¿if there are false alarms, examine both leads. You may need to select a different lead or change the electrodes or electrode position if there is excessive noise, unstable voltage, low amplitude, or large p- or t-waves. In cases were selecting a different lead or changing electrode position to correct the problem is not possible or practical, it is better to select a lead with the best signal quality and use single-lead analysis for monitoring¿. The cas guided the biomed to click on the ECG waveform and select the ECG analysis menu in order to view how the monitor's arrythmia algorithm is classifying the ECG beats. The algorithm assigned a (artifact) and? (Questionable) and b (beat detected) above the waveform. The biomed stated that the qrs signal appears weak/low amplitude. The cas suggested changing the qrs detection threshold to from low to high or choose custom to modify the threshold. The cas emailed references on how to troubleshoot the ECG signal to biomed. The biomed will review the information with the user. Upon follow-up, the biomed indicated that the issue resolved. Based on the information available and the testing conducted, the cause of the reported problem was due to artefact and incorrect qrs detection threshold. The reported problem was confirmed, however there was no confirmed device malfunction.

Event description:
Philips received a complaint on the intellivue patient monitor mx750 indicating that patient's ECG heart rate keeps fluctuating. The device was in clinical use on a patient at the time of the report. No adverse event was reported.